Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was hospitalized for decompensated heart failure on (B)(6) 2020. The patient was diagnosed with infective endocarditis on (B)(6) 2020. Administration of antibiotics amoxicillin and ceftriaxone by IV was initiated. The results from a blood culture tested positive for enterococcus faecalis.